Event description:
A lawyer representing the doctor called requesting an operators manual. A law suit has been filed against the doctor alleging that during a second attempt to destroy a toenail root in 1995, the doctor cauterized too deep damaging the bone which resulted in reflex sympathetic dystrophy, above knee amputation, and complex regional pain syndrome. In 1994, the doctor removed the toenail and attempted to destroy the root; however, some did grow back and this resulted in the second attempt to destroy the root in 1995. The 733 hyfrecator was used during the procedure.